Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to pacing inhibition.

Event description:
Additional information was received indicating the physician suspected the noise was due to right ventricular lead damage, however, no diagnostic imaging was performed.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to address the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.